Event description:
Per the surgeon, the device was explanted on (B)(6) 2013 due to extrusion. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).